Manufacturer narrative:
No analysis could be performed since the lot number and the device are not available.

Event description:
At about 1 year 2 months after the primary, revision surgery performed due to infection.